Manufacturer narrative:
The insulin pump had no solid white screen anomalies noted, however device was received with flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing white lcd. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label and peeling end cap address label.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a solid, white display after being worn during a fall. Blood glucose level at the time of the incident was 11 mmol/l. The issue was not resolved through troubleshooting. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.